Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause of the reported event cannot be determined. The most likely cause for this reported event is the device coming in contact with hard or metallic object during use. The instruction manual warns users: ¿avoid contact with sharp objects as the device can be easily nicked, thereby increasing the potential for breakage.¿

Event description:
Olympus was informed that during a therapeutic ureteroscopy with laser, the distal tip of the access sheath broke off and fell into the patient. The device fragment was retrieved with a flexible grasper. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the device was inspected by the physician and nurse prior to the procedure with no anomalies found.

Manufacturer narrative:
The device was returned to olympus original equipment manufacturer (OEM) for evaluation. The evaluation found that the distal tip of the dilator was cracking/breaking due to the degradation of the polymer from exposure to light.